Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 151 bd luer-lok¿ disposable syringes with bd luer-lok¿ tip had either partially visible or missing scale markings. The following information was provided by the initial reporter: "printed measurement on syringe is missing or partially visible. Syringes not usable as they don't have any print, or only partial print."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D.10. Returned to manufacturer on: 5/5/2021. H.6. Investigation: one photo of three blister packs was received and evaluated. One of the blister packs had the top web facing up but the product information was not legible due to limited picture resolution. Two of the blister packs had the bottom web facing up and appeared to be fully sealed, each with a 3ml syringe inside. It was observed, the syringes had a large degree of missing print with one syringe only having a few grad lines present in the middle of the barrel and one syringe having grad lines from the zero line to the 1ml marking with a few intermittent lines near the middle and top. 162 3ml syringes in fully sealed blister packs from batch 1041510 (p/n (B)(4) were received and evaluated. 161 of the syringes exhibited similar print defects to those shown in the photos. One syringe had no defects. The missing print was rejectable per product specification. Potential root cause for the missing print defect is associated with the marking process. It was likely due to an ink flow issue that prevented the proper amount of ink from being applied. DHR was performed. All visual inspections were performed as per requirement with missing print defects reported. Batch 1041510 was requalified and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
It was reported that 151 bd luer-lok¿ disposable syringes with bd luer-lok¿ tip had either partially visible or missing scale markings. The following information was provided by the initial reporter: "printed measurement on syringe is missing or partially visible. Syringes not usable as they don't have any print, or only partial print."